Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress-behind display screen) issue. It was reported there was no damage to the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/27/2015-product analysis:the device was returned and evaluated by product analysis on 01/14/2014 with the following findings:a pump case crack was observed during evaluation. Leak testing revealed a case leak. Moisture was observed on the pump¿s printed circuit board. Unrelated to the complaint, the display screen was dim and discolored.